Manufacturer narrative:
Date of event: unk. Inhalation.

Event description:
A report was received that an hcw experienced eye irritation, headache, thirstiness and dizziness during contact with cidex opa. Hcw comes in contact with cidex opa eight hours per day. She has no known allergies. She did not have any medical treatment. She wore personal protective equipment. It was stated that room is well ventilated but no info was provided regarding air exchanges.